Event description:
Information received indicates when the brakes were set the left side of the bed did not hold.

Manufacturer narrative:
The technician found that the brake/steer link pins were sheared and the left side brakes were not engaging. The technician replaced the brake/steer link to repair the bed.